Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak. This event is mostly likely device and user related due to the use of strata material, off label iliac anatomy and off label outside the treatment range. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigations of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent graft and three (3) infrarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, a type 3b endoleak was identified. A secondary procedure was completed. The physician elected to implant another bifurcated stent graft, and a suprarenal stent graft extension to resolve this event. It was reported that the case went well and the leak was sealed.